Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported when flushing the argyle replogle suction catheter, the saline was traveling about 5cm down the flushing side of the replogle tube before bypassing through to the suction side of the replogle rather than travel the full length of the tube. It appears to possibly have a hole between the two sides. The tube was removed, the incident was reported on the trust internal risk management system and a new replogle was inserted.